Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked case at display window corners.

Event description:
The customer reported that her insulin pump is cracked and chipped where the reservoir goes in, and the seal is exposed. The blood glucose was 150mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.